Event description:
The customer reported that there was no video on the left screen.

Manufacturer narrative:
The ge svc rep verified that the left monitor gives lines in the image. He found a break in the interconnect cable and replaced the cable. The system operates as intended.